Event description:
It was reported that due to infection, the implants were removed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5512-f-601, tri ts femur sz6 left, lot code: ihxr; cat. No.: 5546-a-701, tri lm/rl tib aug sz7 10mm , lot code: n5c08j; cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m8a7j; cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: ignl; cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m8c71k; cat. No.: b000-0240, md.universal cement restrictor, lot code: 6m8460; cat. No.: 5544-a-600, tri post augment sz6 10mm, lot code: hvnw; cat. No.: 5544-a-600 tri post augment sz6 10mm, lot code: iaki; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specification. A complaint history review indicated there have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that due to infection the implants were removed.